Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer through a product specialist and forwarded by our local affiliate ((B)(4)). Initial and follow-up info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received her first treatment of poly-l-lactic acid on (B)(6) 2008 for face correction. Relevant medical history and concomitant medical info were not mentioned. On (B)(6) 2009, the pt developed a subcutaneous nodule. The nodule is located at the left side near the cleft chin. The nodule is not visible, but can be palpated and can be moved around in the tissue. She has no pain or discomfort in connection to the nodule. If she massages the nodule, it swells. The pt was treated in the upper and lower part of her face. Total volume of poly-l-lactic acid give was 13 ml. Mix: 5 ml sterile water + 2 ml lidocaine into area around the chin. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated; (B)(4). It revealed: brr (batch record review) without hint to root cause. No fault, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.